Event description:
It was reported that during a 24- hour tacrolimus infusion that was initiated on (B)(6) 2020 at 1303, the tubing set with the optima injector/connector unintentionally disconnected from the distal port of the set after 24 hours and 17 minutes. Although requested, no additional information was provided.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of optima injector/connector unintentionally disconnected from the distal port was confirmed. Photo provided by the customer shows that the smartsite fla was broken off. The portion of the smartsite fla was still intact to the optimal injector male luer. The root cause of this failure was not identified as no product was returned. Bd1 business unit was informed of the reported issue involving the concomitant bd optima injector and will be addressed under their complaints system.

Manufacturer narrative:
Concomitant medical products: bd optima injector; td (B)(6) 2020. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, additional patient demographics was not provided.

Event description:
It was reported that during a 24- hour tacrolimus infusion that was initiated on (B)(6) 2020 at 1303, the tubing set with the optima injector/connector unintentionally disconnected from the distal port of the set after 24 hours and 17 minutes. Although requested, no additional information was provided.